Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using alaris smartsite needle-free valve some of the components separated. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: on the second day of indwelling, the nurse found that the components of the infusion joint fell off during maintenance.

Manufacturer narrative:
H.6. Investigation: one 2000e (B)(6) sample was received for investigation without packaging, however the customer indicates that the lot number was 21045809. A visual inspection identified that the white female luer adaptor (fla) had separated from the body of the smartsite, and was not returned as part of the investigation. A closer inspection of the smartsite identified damage at the affected joint of the component. A review of the production records for lot 21045809 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Previous investigations into feedback of this nature have identified that the most likely cause of this type of damage is exposure of the clear body of the smartsite to a cleaning agent. Repeated application of alcohol-based products weakens the plastic over time, causing micro-cracks to develop. Application of a torque force during engagement or disengagement of the connecting male luer (e.g. Syringe) adds further stress to the weakened plastic resulting in the observed breakage. Please note that, according to the directions for use (dfu) for the smartsite, it is recommended to swab only the top of smartsite® with 70% isopropyl alcohol (1 to 2 seconds) and allow it to dry for approximately 30 seconds prior to every access.

Event description:
It was reported while using alaris smartsite needle-free valve some of the components separated. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: on the second day of indwelling, the nurse found that the components of the infusion joint fell off during maintenance.

Event description:
It was reported while using alaris smartsite needle-free valve some of the components separated. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: on the second day of indwelling, the nurse found that the components of the infusion joint fell off during maintenance.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.